Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited noisy signals on both the right atrial (ra) channel and high voltage (hv) shock channel, as well as oversensing on the ra channel. Technical services (ts) was consulted and reviewed the lead diagnostics, which showed values within normal limits. Ts recommended an in person follow up evaluation for the patient. No adverse patient effects were reported. This ICD remains in service.